Event description:
A patient reports while activating a pod the cannula had failed to deploy. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and the device was received not deployed with the linkage assembly visibly extended and the needle cap still attached, indicating that the needle mechanism fired into the needle cap. The needle mechanism deployed as intended upon removal of the needle cap. The download data from the pod showed that the device completed both priming sequences and was deactivated by the user after 57 pulses. Inspection found no damages or manufacturing deficiencies that would prevent the pod from deploying. The needle cap still being attached to the device during second prime prevented the needle mechanism from deploying as intended.